Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Escalation team recommended re-linking the sensor, which was completed successfully and confirmed in dms. The user was educated that they will continue to see differences in bg/sg. A sensor replacement was recommended but the user refused twice stating that the system is working correctly. Upon review of dms, the user was currently using the system, and the information was up to date. B4.date of this report 10 dec 2025 g3.date received by the manufacturer? 10 dec 2025 h6. Type of investigation updated to 4119 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user reported differences between sensor glucose (sg) and blood glucose (bg) readings. Based on the review, the sensor was determined to be not performing as intended, even after a sensor re-link. The user was informed that differences between sg and bg values may continue to occur. A sensor replacement was recommended; however, the user declined the replacement twice, stating that the system was functioning correctly. Dms review confirms that the user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.